Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. H3: product analysis found visually, the cuff balloon on the distal end of the device was contaminated. A syringe was used to inject 20cc of air into the cuff and the cuff failed to fully inflate and gradually deflated. A leak test was performed to determine the location of the leak by submerging the cuff under water and bubbles (leakage) occurred on the proximal end of the cuff. Under magnification, a small puncture 0.057 inches in size was found on the proximal end of the cuff, adjacent to the distal end of the inflation lumen, between the blue with clear tubing and red with clear tubing electrodes. Electrically, for additional analysis, resistance between each lead shall be between 1.7 and 3.7 ohms and the actual measurements were 3.1 ohms (blue), 3.6 ohms (blue with clear tubing), 3.2 ohms (red), and 3.6 ohms (red with clear tubing) which all electrodes were in specification. In the returned condition, there was an out of specification condition that was related to the complaint. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that after inserting endotracheal tube, health care professional inflated it normally and found that the cuff leaked and failed to inflate. There was no known patient impact.